Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device performed an unintentional rate change without an order or manual manipulation. There was no patient impact.